Event description:
A straight anatomical plate for distal radius was being implanted. In the proximal part of the oval hole a 2.7mm cortical screw is placed using a drill guide 2.0 and fixed angle, then proceeded to mount the screw in the screwdriver. When the screw contacts the plate it is evident that the screw head deformed so that the screw does not hold on the plate for proper compression and goes through hole.

Manufacturer narrative:
Evaluation summary: based on the received pictures the reported event that the head of the cross-pin bone screw got deformed could be confirmed. Based on investigation, the root cause of the determined deformation was most probably attributed to a user related issue. As written in the event description the screw in the oblong hole was implanted after the screws in the distal part of the plate, which is not according to procedure described in the op-tech. Therefore please pay attention to the operative technique variax distal radius locking plate system ((B)(4)) which states to insert the screw in the oblong hole first: ¿the first pilot hole should be drilled in the oblong gliding hole using the appropriate drill guide. Use the depth gauge to determine screw length. A non-locking screw is placed in the oblong gliding hole but not completely tightened to allow adjustment of the plate in distal or proximal directions. After confirmation of the correct positioning of the anatomic volar plate by use of fluoroscopy, tighten the first screw.¿ [original statement] furthermore pay attention to the instructions for use for implants ¿distal radius locking and non-locking systems¿ ((B)(4)) to not over-tighten the screw: ¿screw precautions and warnings [¿] screws should not be over-tightened during insertion. Excessive over-tightening will compromise the integrity of the screw head, result in possible screw and screwdriver blade breakage or deformation, and lead to loss of friction fit performance. ¿ [original statement] a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time.

Event description:
A straight anatomical plate for distal radius was being implanted. In the proximal part of the oval hole a 2.7mm cortical screw is placed using a drill guide 2.0 and fixed angle, then proceeded to mount the screw in the screwdriver. When the screw contacts the plate it is evident that the screw head deformed so that the screw does not hold on the plate for proper compression and goes through hole.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device will not be returned.